Event description:
The complainant has reported that a female patient (age unk) underwent a therapeutic procedure to place an ultraflex precision colonic stent. The clinician has indicated that this stent was placed "too proximal to the tumor" and the stent "migrated." Another of the same device was placed to complete the procedure, both stents remain implanted in the patient's colon. The patient had not sustained any complications or ill effect as result of this issue. The patient condition is reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.